Event description:
It was reported that the left ventricular lead exhibited far p-wave oversensing, causing pauses in pacing. Programming was changed to right ventricular sensing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.